Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the sensors failed with high readings and the other passed per specification with accurate readings. No needle complaint could be confirmed due to the insertion needle not being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump is giving of contradicting readings for blood glucose and sensor glucose levels. Patient's blood glucose level is 200mg/dl. Trouble shooting is conducted. Sensors are being replaced. No further information available.